Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited high capture threshold. Additionally, the helix of the lead failed to be extended. The right atrial lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. As received, a complete lead was returned in one piece with the retracted and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. The inner coil was found to be bunched up at the connector region and stretched at the distal region during x-ray examination of the lead, consistent with procedural damage. After the lead was cut and cleaned, and torque was applied directly to the inner coil, the helix was able to be extended and retracted. The full helix extension length was measured and found to be within specification. The cause of the reported event involving the helix mechanism issue was isolated to the helix being clogged with blood/tissue and to a damaged inner coil. The reported event of unacceptable threshold was not confirmed. No indication of conductor fractures or internal shorts was found during electrical testing.